Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893735 and gd893578. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Same patient as (B)(4).

Event description:
This is a report of blood in bag and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for the event and was administered unspecified pain medications. Two days after admission, the patient was discharged from the hospital. The patient recovered from this peritonitis event. This is complaint 1 of 2.